Event description:
Approximately three days after treatment with bovine collagen the pt developed three cyst-like areas at the upper and lower vermillion border treatment sites. The pt is experiencing intense pain and oozing at the sites. The areas are starting to scab over and are a greenish color. The physician diagnosed the cysts at abscesses, and prescribed oral antibiotics.